Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the windows update screen. A technical support specialist (tss) dialed into the station and confirmed that the device was at 70% progress on the windows update. The tss waited for the update to reach 100%, then rebooted the device. The customer confirmed that the issue had been resolved and customer granted permission to close the case. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck on the windows update screen after a reboot. It displayed a message stating that the update failed to install and was undoing the installation, and the station remained stuck for an extended period. However, there were no delays or adverse events or injuries reported based on this event.